Event description:
It was reported that the cardiocap 5 allegedly made an explosive sound and emitted smoke. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.